Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The patient¿s outcome was not considered to be device related and the device operated as intended. It was communicated that the device will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including respiratory failure and death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was on hospice and passed away due to cardiopulmonary compromise. Additional information was not provided.

Manufacturer narrative:
B5 : narrative information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had been suffering from respiratory distress, secondary to pulmonary fibrosis that was caused from amiodarone (amio) toxicity and history of methamphetamine use. The patient had been on amiodarone prior but was given high doses of oral before implant. The patient was provided the normal, standard IV amiodarone dosing, and in conjunction with the influenza a and likely underlying fibrosis already noted prior to surgery. Leading up to death, the patient had amio toxicity and influenza a within 4 days of ventricular assist device (vad) implant. Multiple hospital stays were noted due to respiratory failure. The patient had failure to thrive and gave up. The patient then went on hospice and passed away due to cardiopulmonary compromise. The event was not considered device related and the device was operating as intended. No product was to be returned.